Manufacturer narrative:
The customer reported that the eight telemetry transmitters on their network were showing communication loss these units communicate with the multiple patient receiver (org). The org displayed an error light that blinked five times and then went solid. This behavior continued even after a reboot. No patient harm was reported. Investigation conclusion: the customer reported that the eight telemetry transmitters on their network were showing communication loss. These telemetry units were communicating with the multiple patient receiver (org). An exchange unit was sent to the customer, and the complaint device was returned to nihon kohden for evaluation. The device was in good physical condition, but the reported issue was duplicated. The device had an illuminated error light, which would result in communication loss. The possible causes of an org error light are a connection cable fault, cpu board or motherboard fault, back up ram data crash, or flash rom data crash. In this instance, the error light cleared after initialization, indicating that the issue was caused by a back up ram crash additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 12/05/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/08/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/10/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Central nurse's station. Model: ni. Sn: ni. Zm telemetry transmitter . Model: ni. Sn: ni. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the eight telemetry transmitters on their network were showing communication loss these units communicate with the multiple patient receiver (org). The org displayed an error light that blinked five times and then went solid. This behavior continued even after a reboot. No patient harm was reported.

Manufacturer narrative:
The customer reported that the eight telemetry transmitters on their network were showing communication loss these units communicate with the multiple patient receiver (org). The org displayed an error light that blinked five times and then went solid. This behavior continued even after a reboot. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 12/05/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/08/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/10/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Central nurse's station model: ni sn: ni zm telemetry transmitter model: ni sn: ni.

Event description:
The customer reported that the eight telemetry transmitters on their network were showing communication loss these units communicate with the multiple patient receiver (org). The org displayed an error light that blinked five times and then went solid. This behavior continued even after a reboot. No patient harm was reported.